Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced both the interconnect cable and the bulkhead connector. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that there were issues with system, and it was not functioning properly during case. It was reported that the images were grey. The issue occurred during a spinal fusion procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The suspected rear assembly was returned to the manufacturer for analysis. Analysis found that failed bench test and gbit test. Also pin #8 and #7 wired incorrectly. Also continuity test failed. Analysis found that the reported event was related to a electrical issue. The interface cable was returned to the manufacturer for analysis. Analysis found that the hardware functioned as designed.

Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
The issue extended the surgical time by 30 minutes. If information is provided in the future, a supplemental report will be issued.